Event description:
It was reported that a revision surgery was performed. It is unknown the reason for this procedure.

Manufacturer narrative:
It was reported that a revision surgery was performed with a delay of 1 hour. It is unknown the reason for this procedure. After repeated requests, smith and nephew has been unable to obtain device details or the reason for revision. As device details were not made available, device history record and complaint history review cannot be completed. Without the return of the actual product involved and no product information available, our investigation of this report is inconclusive. As details regarding the patient¿s weight-bearing status, medical history, bone quality, fall/trauma history, and other additional clinical relevant information have not been provided. A thorough medical investigation could not be performed. No further investigation is warranted for this complaint; however smith and nephew will continue to monitor for future complaints and investigate as necessary. Should the device or additional information be received, the complaint will be reopened.